Event description:
The facility reported a flogard infusion pump that presented an "f38 alarm". No patient involvement, injury or medical intervention was reported when this event was received. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: upon review of the event history alarm log review, it was found the alarm 38 when the device was turned on. The customer reported problem of a flogard infusion pump with an alarm f-38 was confirmed by technical services. The cause was determined to be damaged left and right tube misloading sensors and the tube misloading sensors were replaced to resolve the problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).